Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: level-3 - other damages caused by customer - outer tube damaged, needle outer tube bent outer tube kinked - outer tube damaged, distal tip distal tip damaged - outer tube body/ light post sidearm damaged - illumination distal tip fiber damaged - optical system, optical components broken lenses in optical system - cosmetic issue scratches/dents deposits on external optical surfaces - engraving/identification datamatrix code level a labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked per service report, this complaint was confirmed. The housing, optical, tube and label were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the tip of the 4k c-mnt scp,4.0,30,167,mitek device was scratched. During in-house engineering evaluation it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. It was reported that there was no delay in the procedure due to the event. It was reported that there was no harm to the patient. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed.